Event description:
Filter cap is loose in packaging and not affixed to the syringe. Customer is attaching it incorrectly causing injury.individual had to remove clothing, shower and change. No medical intervention was required. Theatre and anesthetic room had to be deep cleaned.

Manufacturer narrative:
Reportable as possible exposure to contaminant and if cap does not stay on exposure to possible puncture with needle. Images provided to the customer identify that the vented luer tip cap cannot be assembled backwards. The luer connections meet iso requirements and function as intended when used properly. Ra: RMA-20036b risk ID r23 identifies "assembly does not properly fit luer taper of syringe" with severity of 4.

Manufacturer narrative:
Reportable as possible exposure to contaminant and if cap does not stay on exposure to possible puncture with needle.

Event description:
Filter cap is loose in packaging and not affixed to the syringe. Customer is attaching it incorrectly causing injury. Individual had to remove clothing, shower and change. No medical intervention was required. Theatre and anesthetic room had to be deep cleaned.